Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of the lead was performed. All lead conductor coils were confirmed fractured via x-ray and visual inspection. The fracture location appeared to be just distal of the suture sleeve tie down site. Analysis confirmed the reported clinical observation of fracture.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a procedure for routine device replacement, both the implanted right atrial (ra) and left ventricular (lv) leads exhibited loss of capture (loc) and were found to be fractured near their respective suture sleeves. Portions of both leads were explanted with the remainder surgically abandoned; replacement leads were then implanted. There were no adverse patient effects reported.